Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during an unknown procedure the expressew iii suture passer w/o hook was not working properly. The device was received and evaluated. Visual observations reveals that the device has some marks of use as usual on these type of reusable devices. Upon reviewing the lower jaw, it was found that it is broken. Since the lower jaw is broken, the functional test cannot be performed. A manufacturing record evaluation was performed for the finished device 30573-150205-05 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the broken jaw can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive force was applied to the device's jaw; since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to a breakage, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the expressew iii w/o hook device was not working properly. During in-house engineering evaluation, it was determined that the lower jaw on the device was broken. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.